Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It reported that pump time was inaccurate: cause was unknown. There was no reported impact to customer's blood glucose level. Customer declined to troubleshoot to resolve issue.